Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the patient had an ins for y ears and it never helped. They stated they are scheduled to have it removed soon. No further patient complications were reported as a result of this event.